Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported conditions. The device was tested for flow lines for upstream occlusion testing, upstream air testing, and downstream occlusion testing and it passed all of them. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had blood backflow from IV into medication bag and failed to alarm occlusion during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.